Event description:
The customer reported via phone call that the display on the insulin pump is blank. Customer stated that he was getting into the shower and dropped the insulin pump. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 175 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display. Battery tube connector was not plugged improperly. It was unable to perform the displacement test due to the blank display. Device received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and cracked belt clip slot.